Event description:
The customer reported that the system's monitors would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The f2 fuse in the monitor cart was replaced. The system was tested and found to be working as intended and put back into service.